Manufacturer narrative:
H11 correction to the mfg narrative: lot history record review updated. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, there was no reported device malfunction associated with the emboshield nav6. The reported patient effects of occlusion and vessel/tissue damage are listed in the emboshield nav6 instructions for use, as known potential complications associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effects of vasoconstriction, occlusion, and tissue damage, and the relationship to the product, if any, cannot be determined. The reported treatment with medication appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2 correction - outcomes attributed to ae updated from other, serious to required intervention.

Manufacturer narrative:
B3: date of event estimated as 09/16/2022. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effects reported in the article are captured under separate medwatch report(s). Literature attachment: article title "acute carotid stent thrombosis: a case report and literature review".

Event description:
It was reported that the patient presented with 95% stenosis of the internal carotid artery (ica). The emboshield nav6 embolic protection system (eps) was placed and then pre-dilatation was performed with a 4x20 mm and 5x20 mm balloons sequentially. The xact self expanding stent (ses) was implanted. Post-procedure angiography showed contrast agent retention in the stent and obliterated distal ica. Spasm of the ica and occlusion of the emboshield with plaque debris was suspected. The emboshield nav6 was retrieved without reported issue and papaverine medication was administered. At this point a stent graft system was used to perform endovascular aneurysm repair (evar) without issue. Angiography was performed again and thrombus was found in the xact stent and carotid endarterectomy was performed to remove the xact stent and the thrombus. A shunt was used to complete the procedure. The stent was also found to be occluded with plaque debris. The patient was conscious and limbs were moving freely after waking from the general anesthesia. There were no neurological deficits at the one year follow up. Additional information can be found in the attached article "acute carotid stent thrombosis: a case report and literature review".